Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The sensor got caught on the bed rail and fell off. The patient experienced hospitalization in june not related to dexcom. The patient was not able to provide further information about the event and declined to be contacted. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2024-203593 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, the patient experienced an unspecified malfunction. The patient mentioned hospitalization in (B)(6) 2024. Their arm was stuck on the bed rail, and the wearable was not working (no information what the malfunction was or why the sensor was not providing continuous glucose monitor readings). At some point the cgm reading was 70 mg/dl, the patient experienced hypoglycemia with unspecified symptoms which would indicate a blood glucose of 40 mg/dl (no values reported). The patient was not able to provide further information about the event and decided to disconnect the call. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.